Event description:
The pt was admitted to an outside hosp and was noted to be in cardiogenic shock and vasodilatory shock secondary to a non-st segment elevation myocardial infarction (nstemi) for which he received a drug eluding stent. The pt developed ventricular tachycardia with cardiac arrest. He was resuscitated and ablation was performed which was unsuccessful. On (B)(6) 2014, the pt was transferred to (B)(6) for further management. The pt continued to have ventricular tachycardia. Va-emco was initiated on (B)(6) 2014. The pt has complicated ccu course which included successful vt ablation and (B)(6) pneumonia which was treated with antibiotics. A CT on (B)(6) 2014 revealed a retroperitoneal bleed with findings of bilateral deep vein thrombosis. A foreign object was also noted in left profunda femoris artery on the CT scan which was eventually identified as a fragment of the outside coating from a guidewire known as a glidewire. The pt had the retained foreign body removed on (B)(6) 2014. The pt was discharged home on (B)(6) 2014 with nursing and physical therapy services.